Event description:
It was reported via repair work order that the cot retaining post broke off the base of the cot and the cot could not be properly secured in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.